Event description:
Rn hanging chemo (irinotecan) bag with tubing from the pharmacy. Attached to primary tubing and as soon as pushed start on pump, pump alarmed proximal occlusion had to change our primary tubing. Manufacturer response for primary plum pump tubing, ICU medical (per site reporter).